Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that thrombosis occurred. In (B)(6) 2019, a percutaneous coronary intervention was being performed on a moderately calcified and moderately tortuous lesion in the left anterior descending (lad) coronary artery. The left main coronary artery was engaged with a 6f 3.5.guiding catheter and the lesion was crossed with a wire. The distal lad was pre dilated with a 2.5 x 9mm balloon at 10 atmospheres. The distal lad was stented with a 2.5 x 24mm promus premier select stent at 12 atmospheres. Post dilatation was done with 2.5 x 15mm balloon at 20 atmospheres. Final check confirmed the stent to be well opposed with timi iii flow and a good result. In (B)(6) 2019, the patient returned complaining of chest discomfort. An angiogram confirmed stent thrombosis.

Event description:
It was reported that thrombosis occurred. In (B)(6) 2019, a percutaneous coronary intervention was being performed on a moderately calcified and moderately tortuous lesion in the left anterior descending (lad) coronary artery. The left main coronary artery was engaged with a 6f 3.5.guiding catheter and the lesion was crossed with a wire. The distal lad was pre dilated with a 2.5 x 9mm balloon at 10 atmospheres. The distal lad was stented with a 2.5 x 24mm promus premier select stent at 12 atmospheres. Post dilatation was done with 2.5 x 15mm balloon at 20 atmospheres. Final check confirmed the stent to be well opposed with timi iii flow and a good result. In december 2019, the patient returned complaining of chest discomfort. An angiogram confirmed stent thrombosis. Additional information confirmed the thrombosed lesion was the left anterior descending coronary artery and the status of the patient was good. It was further reported that the patient was treated with prasugrel, aspirin and rosuvastatin.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that thrombosis occurred. In (B)(6) 2019, a percutaneous coronary intervention was being performed on a moderately calcified and moderately tortuous lesion in the left anterior descending (lad) coronary artery. The left main coronary artery was engaged with a 6f 3.5.guiding catheter and the lesion was crossed with a wire. The distal lad was pre dilated with a 2.5 x 9mm balloon at 10 atmospheres. The distal lad was stented with a 2.5 x 24mm promus premier select stent at 12 atmospheres. Post dilatation was done with 2.5 x 15mm balloon at 20 atmospheres. Final check confirmed the stent to be well opposed with timi iii flow and a good result. In (B)(6) 2019, the patient returned complaining of chest discomfort. An angiogram confirmed stent thrombosis. Additional information confirmed the thrombosed lesion was the left anterior descending coronary artery and the status of the patient was good.